Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the patient atrial lead was explanted. A new lead was replaced successfully. No patient symptoms were reported.